Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. The sample centrifugation speed may have been lower and the time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred near the time of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with the rinse tubing and replaced it. The fse also adjusted the fluidics. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 151 mmol/l. The repeat result was 133 mmol/l. Patient 2 initial k result was 5.1 mmol/l. The repeat result was 4.3 mmol/l. Patient 2 initial cl result was 109 mmol/l. The repeat result was 97 mmol/l. Patient 3 initial na result was 165 mmol/l. The repeat result was 148 mmol/l. The questionable results were reported outside of the laboratory. The samples were repeated due to a delta check in the customer¿s laboratory information system (lis). The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.